Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The testing of the returned device showed that the device gave a false "air in line" alarm when operator attempted to start an infusion. The investigation determined the issue was caused by an issue with the air detector. The component was replaced to address this issue. The cause of the component issue was not established.

Event description:
Oracle ro 956106 air in line and alarm.